Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery would not hold a charge nor power up a monitor. The bottom on the battery was burnt by the connector. The root cause for the burnt battery and inability to function was liquid contamination which shorted out the battery. The electrical short caused the battery case to burn. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
An (B)(6) male pt's nurse contacted zoll customer support to report that his batteries will not hold a charge or power up a monitor. The pt was issued a replacement battery pack.